Manufacturer narrative:
Product analysis #: analysis noted that there was a deviation between the stylus and the cursor on the screen. The touchscreen connector was cleaned, reseated, and the stylus was calibrated. The software was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned for a software update subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.